Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. The reported problem of connection issue was not confirmed because no samples were returned to baxter for analysis. Since the lot number is unknown, no batch review will be performed. A root cause was not identified. If additional relevant information becomes available, a follow up report will be submitted. This is report 1 of 2 involved in this incident.

Event description:
This is a report of a patient death and peritonitis potentially related to a connection issue with the home patient's titanium adaptor and an unknown catheter. The peritoneal dialysis (pd) catheter disconnected from the titanium adaptor and the patient reconnected both pieces. The patient took a bath on the same day of the event of the disconnection/reconnection. The patient followed up with her pd nurse the following day due to the disconnection and reconnection of the pd catheter and mentioned to the nurse she also took a bath. The nurse reported the patient was admitted to the hospital due to an hypotension, not eating enough and an altered mental status issue. During the patient's hospitalization the patient had her catheter exchanged; however, the patient's peritoneal dialysis (pd) therapy was discontinued since the hospital does not perform pd therapy at their facility and the patient was transferred to hemodialysis therapy. The patient was treated with unspecified antibiotics after cultures were obtained. The patient was discharged home. The patient was admitted to a long-term acute center. The patient?s chief complaint on admission was peritonitis. The pd nurse could not confirm if the patient actually had peritonitis due to not having any access to hospital records. The patient was transferred to the ICU due to a deteriorating status of health. The patient passed away. The cause of death was due to a heart attack. No further information is available at this time.